Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06304. It was reported the patient's scs incisions were red and painful. As a result, the patient went to the ER on (B)(6) 2015 and his scs system was explanted on (B)(6) 2015. The patient was discharged on (B)(6) 2015 and prescribed vancomycin. Cultures taken tested positive for staphylococcus aureus. The patient has completed his antibiotics, and the infection has reportedly resolved.

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06304. Additional information received identified the patient's scs ipg pocket site was infected again. The patient was prescribed oral antibiotics, and the patient's wound continues to heal. The patient will continue to be monitored by his physician.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06304. Additional information received identified the patient's infection has reportedly resolved.